Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump started the load fill tubing process without customer interaction. Customer's blood glucose was 208 mg/dl. Reportedly, an infusion set change was performed to resolve the issue.